Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that several buttons are not responding. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.